Manufacturer narrative:
The reported event indicated the lead could not be secured to the myocardium/unable to implant. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. The patient's right ventricular (rv) lead had elevated pacing thresholds due to the lead aging. The physician elected to cap and replace the rv lead on (B)(6) 2025. During the procedure, the replaced lead was unable to be implanted despite several attempts. The lead was removed and successfully replaced with another lead. The patient was in stable condition.